Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that intermittent malfunction alarms occurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Additionally, it was reported, that the customer gave himself ¿too much insulin¿ via, the pump resulting in their blood glucose decreasing to 50 mg/dl. Customer consumed carbohydrates to address bg.